Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged when the stylet was introduced. The physician repositioned the lead and closed the pocket. The following day, the patient complained of heaviness in the chest. A hematoma was confirmed. The physician cleaned out the hematoma and repositioned the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.